Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the device continues to turn and does not stop. Defect detected during the pre-test. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Placeholder.